Manufacturer narrative:
The device was not returned to cordis for analysis as it remains in the patient. A device history record review cannot be performed, as the lot number was not provided. It is possilbe that the patient's medical history contributed to the thrombosis. With the limited information provided, it is not possible to determine what other factors may have contributed to the reported events.

Event description:
Report received indicated that post filter placement the patient had a thrombosis. A trapease ivc filter was implanted approximately one and a half years ago. No additional patient information was provided. The age, gender and weight of the patient are unknown. The indication for filter placement is unknown. The patient's medical history or why he or she is intolerant to coumadin is unknown. Details from the initial filter procedure/implantation were not provided. The patient was unable to coumadin, and his or her inr would spike to 10, and approximately 6 months post filter placement, the patient had a thrombosis. It is unknown if the thrombosis was in the filter or in the ivc. It is unknown how the patient was treated. Recently the patient had a second thrombosis wile on lovenox.